Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. The proximal neck diameter measured 24-25mm with a length of 7mm. Proximal neck angulation was noted as 38 degrees. Calcification (30%) was noted at the seal zone. It was reported during the index procedure after the endurant stent graft was implanted, a type ia endoleak was observed. The physician elected to implant 4 heli-fx endoanchors and the endoleak was confirmed as resolved. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.